Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-04228. It was reported the charging system would no longer communicate with the ipg, and the pt could not remember when he had last recharged the ipg. A replacement charging system was unable to communicate with the ipg. The pt also reported he had experienced positional stimulation while the scs system was functional: different positions would cause uncomfortable increases in stimulation. It was reported the pt planned to have the scs system removed at a future date.